Event description:
Information was received from a foreign manufacturer representative regarding a patient who received unknown baclofen (2000mcg/ml, 1 1.9mcg/day) in an implantable pump for an unknown indication for use. Interrogation of the pump revealed repeated occurrences of low battery reset safe state occurred. The issue began on (B)(6) 2017. There was no known environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read, the pump was updated to simple continuous, and replacement was planned/scheduled (no replacement date was provided). The pump was currently implanted, but out of service. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury. No symptoms were reported. No further information was provided.